Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited shock impedance measurements out of range on the right ventricular (rv) lead. An upgrade system was planned for this patient; however, no actions have been taken at this time. This device remains in service. No adverse patient effects were reported. Additional information was received stating this ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited shock impedance measurements out of range on the right ventricular (rv) lead. An upgrade system was planned for this patient; however, no actions have been taken at this time. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.